Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low of 50 mg/dl. He stated that him and his health care provider are both working to fine-tune his insulin pump settings, and after recent adjustments his blood glucose has been much better. He declined transfer to the 24-hour helpline. No products were returned or shipped.